Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had down button was sticks and hard to push. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had priming error and battery did not last as long as. The device will not be returned for analysis.